Event description:
It is reported that the head of the mis screw pin stripped. A sternal needle was used to remove the pin.

Manufacturer narrative:
This report will be amended when our investigation is complete.